Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the interrogation prior to the change out procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD), a code displayed indicating possible premature battery depletion. Subsequently, the s-ICD was explanted and successfully replaced. Technical services (ts) was consulted and upon review of the data found that the code had been issued over two months ago and was cleared upon interrogation of the device a couple weeks earlier. Ts noted the code was issued due to increased battery usage. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to correct h7 remedial action as it was inadvertently incorrect on the last report.

Event description:
It was reported that during the interrogation prior to the change out procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD), a code displayed indicating possible premature battery depletion. Subsequently, the s-ICD was explanted and successfully replaced. Technical services (ts) was consulted and upon review of the data found that the code had been issued over two months ago and was cleared upon interrogation of the device a couple weeks earlier. Ts noted the code was issued due to increased battery usage. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during the interrogation prior to the change out procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD), a code displayed indicating possible premature battery depletion. Subsequently, the s-ICD was explanted and successfully replaced. Technical services (ts) was consulted and upon review of the data found that the code had been issued over two months ago and was cleared upon interrogation of the device a couple weeks earlier. Ts noted the code was issued due to increased battery usage. No additional adverse effects were reported.